Manufacturer narrative:
(B)(4).

Event description:
The event reported interference with c arm during ins replacement procedure. The representative asked if manufacture had heard of this type of interference. They were getting interference message on clinician programmer when trying to check impedance. This occurred during procedure. Once they turned off and moved c arm out of operative area, issue resolved. Troubleshooting resolved reported issue. Event date was (B)(6) 2016. Ins (stimulator) replacement that occurred was expected for normal depletion. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information was being requested from the representative for product return. Follow up will be submitted if additional information is received.